Event description:
It was reported by service report that the fowler motor was broken, and it was drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken fowler brake kit.